Manufacturer narrative:
Drager tried to get access to the device and info. Hosp did not release any info or the corresponding device for investigation until now. Further info will be provided in a follow-up report.

Event description:
At 22:00 hrs the incubator humidity went off for an hour, turned on again at 23:00. At 05:00 the baby's ((B)(4)) temp dropped to 36.2 degrees centigrade. Incubator humidity inoperative. Neonate transferred to another working unit. Incubator is quarantined at the hospital site.